Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they can't get the stimulator to work and she is in a lot of pain, they are trying to charge implant. Controller showed software problem call mdt.1-intellis2-3.63-584-of - new. Patient services (ps) asked patient to reset the controller and after resetting the controller, controller power on. Ps asked patient to start charging the implant and controller showed screen 63 unfamiliar device, controller not paired with implant. Ps reviewed information and recommend patient consult with her healthcare provided for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Ps observed patient was very upset and frustrated with troubleshooting process.